Manufacturer narrative:
Inspected one opened and used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they tried three sensors and all of them does not have the electrode part of the sensor inserted to the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.